Manufacturer narrative:
Integra has completed their internal investigation on 10/05/2015. A service engineer visited the reporting facility on the 03-jun-15. The service engineer did not duplicate or confirm complaint incident; the cusa excel console was verified as performing to specification. DHR review was completed for cusa excel console serial number (B)(4), date of manufacture: 2014 ¿ nov. One non-conformance report was raised during the manufacturing process for this console.the DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Rate of occurrence: during the time period ¿sep 2014 to sep 2015¿, the quantity of complaints (B)(4) over the review period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: since the complaint incident could not be duplicated and the cusa excel console was verified as performing to specification, no root cause can be established for the complaint incident.

Event description:
During a trial for a cusaexcel2, the surgeon noticed a smell of overheating. The unit felt like it was overheated. The surgeon decided to stop use of the device during the procedure. Additional information was received on 01 sept 2015 with the following: it was the second patient trial day for unit that took place during the month of (B)(6) 2015. An odor of burning electronics was perceived by all coming in the room. It appeared be coming from the console. The handpiece had no power. The handpiece was unplugged and a second handpiece on the same console was set up. The same burning odor persisted. There was no power in the second handpiece either. The trial of the device was discontinued. Additional information has been requested.